Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm and another pump error alarm. The customer¿s blood glucose was 330 mg/dl. Customer reported that they received the open book image on the insulin pump screen. It was reported that hey had another pump error was displayed before the open book image was displayed on the screen. Customer stated that his clip was loose and falls off his insulin pump. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch. No damage to belt clip rails noted.